Event description:
Information received indicates, during a preventive maintenance check, the technician found the brake would set but 'pop' out of brake when the bed was bumped from the side.

Manufacturer narrative:
The technician found the detent mechanism was cracked/broken. He replaced the detent mechanism to repair the bed.